Manufacturer narrative:
Evaluation summary: the x-ray demonstrated wireform intact and moderate calcification on leaflets 1 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 on the inflow aspect. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 7mm at commissure 1 and leaflets 1 and 2 by approximately 3mm at commissure 2 on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. The free margin of leaflet 1 was rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Customer report of calcific degeneration was confirmed through observed calcification. Report of poor leaflet mobility and stenosis was confirmed through observed host tissue overgrowth. Report of regurgitation was confirmed through observed gap from rolled leaflet from host tissue overgrowth. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 29mm pericardial mitral valve was explanted due to calcific degeneration leading poor leaflet mobility with severe stenosis and mild regurgitation after an implant duration of 6 years. Patient´s age at the time of the explant was (B)(6) years-old. Patient was hospitalized in critical condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.